Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal battery depletion, when the right ventricular lead was connected to the new device, noise resulting in oversensing was observed on the lead. X-ray imaging was performed and no anomalies were observed. The lead was capped and replaced to resolve the event and the patient was in stable condition.